Event description:
Information received indicates the bed has no head up function.

Manufacturer narrative:
The technician found the CPR lever was sticking on the base cover shroud which prevented the head section from rising. The technician repositioned the base cover shroud to repair the bed. The bed is now functioning properly.